Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Upon review, it was noted that the measurements of this lead were in normal limits. Reprogramming options regarding the upper limit for the lv lead was recommended. Currently, this product remains in service and no adverse patient effects were reported.